Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The insulin pump was accidently dropped and broke. The screen is shattered and the insulin pump does not work. The insulin pump is returning.

Manufacturer narrative:
Findings: pump received with cracked and bleeding lcd and also received cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.